Event description:
It was reported that the subject device having an image problem due to slit on cord. The issue was identified during preparation for use for a therapeutic bulkamid procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device having an image problem due to slit on cord. The issue was identified during preparation for use for a therapeutic bulkamid procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.